Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting. It was not reported if the patient was hospitalized for the event. The cause of peritonitis was unknown. One day after the onset, the patient was treated with vancomycin (unknown route, at a dose of 2 gram per 5 days), ceftazidime (unknown route, at a dose of 1 gram per day), and heparin (intraperitoneal, at a dose of 1/2 ml per bag) for the peritonitis. Three days after the onset of peritonitis, the patient recovered. At the time of this report, pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.